Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: a review of the black box showed the total daily doses added up correctly and reflected the programmed basal delivery. No activity outside of normal use was observed. The ¿ez-prime¿ steps were performed correctly. The pump reflected 12 units after a 12 hour duration test. No alarms occurred during the investigation. The alleged ¿basal history does not match active basal program¿ complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were missing deliveries in the basal history. This complaint is being reported because the alleged issue could indicate an inaccurate delivery. There was no allegation of an adverse event associated with this complaint. The reporter did state that the patient had a blood glucose level over 250 mg/dl but below 500 mg/dl with no symptoms of hyperglycemia. The alleged blood glucose excursion does not meet animas criteria for a serious injury.